Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the balloon on the btt short port on the vasoview 7 xb burst when inflated. The procedure was completed by using a towel clip to hold in place. The hospital did not report any patient effects and nothing fell into the patient.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. A visual inspection determined that the silicone layer of the balloon had ruptured. While we are unable to conclusively determine a root cause, each btt device undergoes an inflation and deflation inspection prior distribution. Based upon the rec'd condition of the device, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).